Event description:
PICC placed via left basilic vein on 8/28/97 for vancomyacin. On 9/4/97 pt reported to hospital with tenderness and a venous cord up the arm. The PICC was removed on 9/4/97 & replaced with a PICC on the right side.